Manufacturer narrative:
The product sample or additional supporting materials from the account was not available for this incident. Without a physical product sample, we are unable to perform any functional or visual testing. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all medtronic quality release specifications at the time of manufacture. A supplemental report will be submitted with new details if they become available. This event was previously reported to the FDA on a summary report and is now being submitted on a 3500a per FDA request. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a gastroenterostomy bypass procedure, the surgeon fired the fifth firing successfully, but the stapling was stopped on the halfway. The staple line was incomplete on the proximal end at 20mm. The surgeon re-stapled over the previous staple line. The procedure was completed with another device. The surgical time was extended by less than 30 min. No injury to the patient.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.